Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room for unrelated issue. Upon interrogation, the pulse generator exhibited loss of output. The device was reprogrammed. The patient was asymptomatic and would be monitored with follow up.